Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was intact and there was no evidence of peeling or damage and all the keys were responsive to user presses. It was observed that there was moisture ingress and on internal components. A leak test was performed and failed indicating a display lens leak. The battery cap was missing and a test cap was used for testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the up arrow, down arrow, and ok keypad buttons were under-responsive. Additionally, there was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.